Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support to report that patient experienced technical difficulties during sensor insertion. Patient saw some blood under the sensor¿s adhesive patch and decided to remove the patch. Upon patch removal patient noticed that sensor wire sticking out of skin. Patient pulled patient out of his skin with tweezers. Patient consulted with his physician who saw no sign of infection. At the time of his call to dexcom technical support, patient was feeling well.